Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The reported issue was confirmed by livanova field service representative when on site. The customer decided to replace the clamp with a new one based on the old age of the affected device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm was giving an error code associated to the clamp motor during procedure. There was no report of patient injury.